Event description:
The device was implanted on 8/12/96 for intrathecal infusion of morphine for treatment of pain. On 8/20/96, the physician contacted a MFR nurse and reported that at the time of implant, the device was refilled with 24cc preservative free morphine sulfate (pfms)-(0.2 mg/day). The device was refilled on 8/20/96; however, only 4cc had infused. (Residual volume 20cc). The physician stated that he attempted to flush the device sideport, but was unable to access it. The physician also stated that he was in ER at the time and the conditions were not ideal to try more than once. The device was then refilled with 50cc pfms 0.4mg/day. The pt has reported a definite improvement. The physician stated that he will monitor the pt over the next week and if improvement continues, he will refill the device at the expected interval; if not, he will bring the pt back and do a sideport study under fluoroscopy to check patency.

Manufacturer narrative:
On 10/1/96, the physician reported that the patient is doing well and "everything appears to be fine." The device port has been accessed and was found to be patent and the device appears to be functioning as intended. The physician also stated that the device will not be accessed again for approximately one month; however, no further difficulties are being experienced at this time. The device will remain implanted for continued use in the patient's therapy regimen. A trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available information, and due to unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is now closing its file on this report.